Event description:
Manufacturer's first level investigation observed a "marbled" liquid crystal display (lcd) on the aviva meter. This appearance is consistent with a possible electrical short. No adverse event reported. Replacement was sent.